Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked collar was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of cracked collar was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked collar. Bd determined that the root cause of the indicated failure mode was attributed to faulty cutters in the packaging process. The unit blisters were not being cut properly which led to damaged devices later in the packaging process. The faulty cutters were identified and replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the cannula hub broke off the rest of the device. No impact was reported.

Manufacturer narrative:
E1 initial reporter phone #: additional phone number reported (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the cannula hub broke off the rest of the device. No impact was reported.